Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device was cracked into several pieces at proximal threaded end and several parts of it were missing and the shaft was stuck in the impactor. It was noted that the part of the fem head device with the identification was missing. The device also failed pretests for visual assessment and end cap thread assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error from being dropped or misaligned during use which is improper handling.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number was unknown. Concomitant device and therapy dates: femoral head impactor device, impactor device; 10/16/2020 the reporter's facility address was not provided. The device manufacture date was unknown. UDI: (B)(4).

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the head impactor device and the head impactor replacement head were locked into the surgical impactor device. It was reported that there were no delays to the surgical procedure and a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.